Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was noticed. The 100% stenosed target lesion was located in the moderately tortuous and non calcified mid right coronary artery (rca). After the 3.5x28mm liberte bare device was removed from the stent protector during prep, it was noticed that the stent was damaged. The device was not used and the procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as good.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was noticed. The 100% stenosed target lesion was located in the moderately tortuous and non calcified mid right coronary artery (rca). After the 3.5x28mm liberte bare device was removed from the stent protector during prep, it was noticed that the stent was damaged. The device was not used and the procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a liberte (mr) stent delivery system (sds) with no stent protector. Although it was reported that the device was not used, the presence of contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device. The distal end of the sds was inspected under magnification and damage was found on the stent. The stent had moved 14mm distally on the balloon from the proximal marker band and the fifth through eight rows of proximal struts were bunched up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)